Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to symptoms related to customer administering control solution in ear (redness) and due to customer contacting doctor. Control solution was not returned for evaluation. Most likely underlying root cause: mlc-046: customer preference. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved ant the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for side effects resulting from administering control solution in the ear. Mother is calling on behalf of the customer. Mother stated that minor child had thought the control solution had been ear drops. Mother stated that the ear in which the child put the control solution in is displaying signs of redness. Mother stated that child has an appointment with the doctor on (B)(6) 2023. Customer does not have the control solution available and was unable to provide lot information.